Event description:
During the implant procedure, after the third repositioning the right ventricular (rv) leadless pacemaker (lp) was not able to be released from or docked to the delivery catheter. The rv lp was not implanted and a new rv lp was successfully implanted to resolve this event. The patient was stable.